Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147877. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients left lead had migrated resulting in ineffective stimulation. To address the issue, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which lead was at fault.